Event description:
The patient presented to their healthcare provider with signs of an allergic reaction allegedly caused by the zio monitor. For approximately a week, the patient experienced a rash on their skin, accompanied by itching and redness. The patient contacted irhythm regarding the removal of the device and was told it could be done at their discretion. After consulting with their doctor, the patient decided to remove the device and was prescribed doxycycline hyclate 100 mg and mupirocin 2%.

Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio monitor for 11 of the 14-day prescribed wear periods. The patient has a history of reaction to medical adhesive and sensitive skin. However, the exact cause of the reported event cannot be determined. Skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient's chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21 cfr 803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.